Event description:
As reported by the user facility: customer stated that there was a possible overdose using pump 8713051u serial number (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint is not possible without a sample.